Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The reporter stated that the device will not boot, indicating that normal operation cannot be initiated to enable the device to perform centralized patient monitoring. There was no report of any adverse event or adverse patient impact.